Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l81765, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving unknown medication(s) at unknown dose/concentrations via an implantable pump for non-malignant pain. It was reported there was a catheter issue/event; the rep was assisting with a catheter revision on (B)(6) 2016. No patient symptoms were reported. The event date was not known. The reporter had no further history.

Manufacturer narrative:
Device code (B)(4) and conclusion code no longer apply.

Event description:
Additional information was received from a healthcare provider via manufacturer representative. It was reported that the patient had a catheter revision after it was determined that the catheter had a tear in it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.